Event description:
The hospital reported that the 7 mm extended length endoscope had a chipped lens. The hospital did not report any pt effects. The hospital is unable to provide any further info.

Manufacturer narrative:
The device has been returned to the factory for eval. It showed no signs of usage or evidence of blood. A visual inspection determined that there was damage on the lens. A light cable was attached to the illumination port on the endoscope and viewed on a monitor; there were scratches observed on the lens. While we cannot conclusively determine the cause of the reported experience, the IFU recommends that prior to each use "inspect the endoscope for visible damage (e.g., cracks, loose components); if found, remove the endoscope from operation". Based upon the eval results, the reported complaint was confirmed. (B)(4).